Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts on the distal half of the stent stretched, distorted and pulled over the bumper tip. The proximal part of the stent is fully crimped and in the correct position. No stent movement was detected. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 695mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that the stent moved on balloon. A 3.00 x 16 synergy drug-eluting stent was selected for use to treat the lesion. However, during unpacking, when the device was removed from the hoop, the stent that was mounted slightly moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. A 3.00 x 16 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, when the device was removed from the hoop, the stent that was mounted slightly moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported.